Event description:
Boston scientific received information that this patient was in the hospital for an unrelated surgery and at that time the device programming was changed to vvi 30. The surgery was complete and the device programming was never changed back to vvi 60. A boston scientific sales representative (sr) was present at a recent follow up appointment and noted it had never been changed back to regular programming following the surgery. The programming was changed back to vvi 60. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.